Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 1 model 3146 scs lead and one model 3186 scs lead. This issue is related to the model 3186 scs lead. The model 3146 scs lead functioned as intended. It was reported the patient was experiencing an uncomfortable "grabbing sensation" in his left flank while using system stimulation. It was also reported the stimulation in the flank was unintended and there was no stimulation being felt in the intended area and as amplitude was increased overstimulation would occur. An sjm representative was unable to resolve the issues with reprogramming. As a result, the scs leads were explanted and replaced with a model 3228 scs lead. Effective stimulation was restored with the surgical intervention.